Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced discomfort due to extra-cardiac simulation caused by the left ventricular (lv) lead. Additionally, the lv lead exhibited high capture thresholds. On (B)(6) 2026, the physician capped the lv lead. There were no patient consequences reported.